Manufacturer narrative:
(B)(4). Initial reporter state: (B)(6). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2022. On (B)(6) 2022, the patient felt unwell although the cgm value was 8.0 mmol/l. She took used her glucometer to compare values and the bg finger stick value was 1.9 mmol/l. She called ems and drank 8 liters (2 gallons) of juice over the next 1.5 hours to increase the bg while waiting for the ambulance. After the firemen arrived at the home and treated her with dextrose gels, her bg finger stick value had increased to 8.0 mmol/l. The patient was admitted to the hospital with stomach distress, diarrhea, and she was ¿severely sick¿ from drinking too much liquid in a short amount of time. She had tests to rule out a stomach rupture. After a week she was discharged home in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the [insert zone letter here] zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.